Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to explant the device.

Event description:
Per the clinic, the patient experienced chronic infections at the abutment site. Additional information has been requested but has not been made available as of the date of this report.